Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received a partial lead, 15 cm from the connector pin was returned. Hence, a complete evaluation could not be performed. The damage found was sustained during the surgical procedure.

Event description:
It was reported that a lead fracture was suspected.